Manufacturer narrative:
The report event of impedance issue was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146159.

Event description:
It was reported that patient experienced autoreducing due to high impedances on multiple contacts. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Correction: section d4 - additional device information: serial number, lot number, expiration date, primary unique identification (UDI) number corrected . Correction: section h4 - device manufacture date corrected. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000144415. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the right lead was explanted and replaced to address this issue. Effective therapy was restored.